Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (intermittent power) issue. The distributor stated that the pump had experienced self-reboots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history revealed several pump reboots on (B)(4) 2014. The battery compartment and cap were undamaged and able to fit securely. The battery cap measurements were within specification. There was no power interruption during the investigation and no intermittent condition was found to the power circuit.